Manufacturer narrative:
No specimen collection or storage information was provided for this cf event. Previously run patient samples were rerun to confirm accurate back to the last acceptable control run. The unit is currently performing within qc specifications with respect to controls and reproducibility. Controls were run before and after the incident and were within the expected range. Raw data files were not provided. The fse replaced solenoid #60 (diff preserve pak, dispense/refill enable) and verified the instruments operation. The root cause for the erroneous differential results and poor scatter plot separation is most likely due to hardware (sol #60).

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low mo% and high ly% results without instrument(coulter lh 750 analyzer) generated flags for approximately 60 to 70 patient samples to report a blood tinged leak underneath the needle assembly on the. Three erroneous results were reported out of the laboratory. Thirty nine were auto release to the lis system but not reported outside the laboratory. Only 12 examples of the erroneous patient results were provided for investigation. Per the customer the other patient printouts and results are not available. The customer stated the mo% was low and that the ly% was high. The customer was unable to determine which of the 12 patient results provided was reported out. All specimens were rerun and 3 corrected reports were sent out. These rerun printouts were not provided. The results were questioned and the same specimen was rerun and a manual differential was performed. The customer states that the rerun results which were considered correct were not available no death or serious injury is associated with this cf. Base on conversation with the customer there was no affect to patient treatment. Raw data for this investigation was not provided.